Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the defibrillator experienced unscheduled programming changes. The patient is enrolled in the shock-less study. Follow-up attempts have been made and no additional information obtained. Any additional relevant information received will be added to the event. The device remains in use. No patient complications were reported as a result of this event.